Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call of issues with customer's high blood glucose levels and no delivery. The customer's blood glucose level at the time of incident was 600mg/dl. The customer's most current level was 569mg/dl. The customer treated the highs with the pump. Troubleshoot was conducted and the cannula was noted to be bent. The device passed high pressure testing. The customer was advised to change entire set, reservoir and insulin. The customer was advised to monitor the device.